Event description:
The pt experienced a loss of therapeutic effect. Her symptoms were controlled until (B) (6) 2010. She was then hospitalized for 8 days and released to her managing physician for enterra therapy on approximately (B) (6) 2010 at which time her stimulation was increased (reprogrammed). Three weeks following, she was admitted to the hosp for a return of symptoms. The local hosp wanted to transfer pt to a different hosp so that managing enterra hcp could see pt. The managing physician indicated there was no reason to transfer pt as they would provide the same treatment of reglan that was being done. The pt was again re-admitted to the hosp on (B) (6) 2010. It was noted that her physician thought it could be a stomach virus or ulcer that could be causing the return of symptoms and was awaiting a callback from him. She was also on kidney dialysis 3 times a week. She was scheduled for an endoscopy on later this month and had a follow-up appointment with her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).